Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the onsite inspection, the medtronic representative reported that the unit was restarted several times, but the issue could not be replicated. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the imaging system was giving a collimator error when trying to start the system to perform the gain calibrations. After starting the imaging system the mobile view station (mvs) would not start. No patient was present during the time of the reported incident.

Manufacturer narrative:
The software investigation of the returned log files found that the reported event was unrelated to a software issue. The e-stop was engaged during auto-homing which cut off motion power and caused auto-homing failure resulting in 'error initializing colimator' message on the pendant. The software functioned as designed. As a result of previous software anomaly tracking investigations there have been improvements on the auto-homing to reduce inconveniences caused by loss of motion power during auto-homing.